Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of the bd vacutainer® edta 2k tubes, there was foreign matter (hair) inside the tube. There were no health impact or consequences reported.

Event description:
It was reported prior to use of the bd vacutainer® edta 2k tubes, there was foreign matter (hair) inside the tube. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.